Event description:
During placement of the sheath the user encountered resistance. When the user continued to exert force in trying to place the sheath, a hematoma developed in the pt's internal jugular vein. The hematoma was drained and there were no add'l pt complications.